Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The returned lens was received cut in half with a broken haptic. Visual inspection revealed surface residuals adhered to the lens, compatible with handling, such as during the implant and explant process. No unacceptable cosmetic conditions related with the manufacturing process were observed in the returned sample. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. The review of the documentation and testing presented in the manufacturing record were found within product specifications. Placeholder.

Event description:
It was reported that the doctor used the wrong intraocular lens and while removing and replacing the lens during the original procedure, the patient required a slight incision enlargement. The patient gender and date of birth were not provided. No further information was provided.

Manufacturer narrative:
The reason for the removal and replacement of the intraocular lens (iol) was a last minute change in preference of the patient for a multifocal lens rather than a monofocal lens. No further information was provided. No; reason code 02: device evaluation anticipated but not yet begun all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - incision enlargement. All pertinent information available to abbott medical optics has been submitted.